Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 7.5cm distal to the is4 connector pin. Two fragments of together 76cm length were received for analysis. The visual inspection revealed the ligature marks approximately 50cm proximal to the lead pin. Abrasion marks were found along the lead body. Further inspection showed a deformed insulation approximately 48cm proximal to the lead tip. In that section, the conductor coil was found fractured, which was confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, several cuts in the insulation were found which most likely resulted from the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 15 months, high pacing impedance of the left ventricular lead was reported.